Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "inspection results(measurement, testing data) not verified by iqa assignee error of inspector". The DHR review could not be performed without a lot number. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the foley catheters were flimsy and bending with resistance (pcn#165808 and pcn#165810). Additionally, the balloon seemed to be larger (pcn#165808 and pcn#165810) and was not deflating all the way resulting in tears and bleeding (pcn#165808 and pcn#165810).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheters were flimsy and bending with resistance (pcn#165808 and pcn#165810). Additionally, the balloon seemed to be larger (pcn#165808 and pcn#165810) and was not deflating all the way resulting in tears and bleeding (pcn#165808 and pcn#165810).